Manufacturer narrative:
Follow-up #1: date of submission 04/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: a returned battery cap and test cap attach to the pump but continue to spin. The battery compartment was cracked at the threads to the left of the bumper traveling down to the case seal. A returned battery cap and test cap attach to the pump but continue to spin. Evidence of moisture in battery compartment; leak test failed due to battery compartment leak. The pump was successfully run on a 24-hr basal program with no loss of power occurrences. Unable to duplicate complaint of no power during investigation. Opened pump; no damage observed to power circuit. No moisture observed internally. Crack between case seal and keypad cover; crack between case seal and display lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.